Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self testing, battery testing, and a review of the alarm log were performed. Visual inspection noted a damaged battery. A review of the alarm log and power on self testing identified an f-94 alarm. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.